Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that overall, bg values entered as calibrations fit sg trends well. Customer care recommended that the user continue to use the system and to calibrate as requested. However, the user refused and indicated they wanted to have their sensor removed. As the user did not want to use the system anymore, the case was closed. No further troubleshooting or investigation was possible.